Manufacturer narrative:
The unit passed the rewind test, basic occlusion test, and displacement test. The unit was unable to prime at 2.5 lbs. During the prime test due to a faulty force sensor resistor. There was no motor error alarm and no no delivery alarm. The motor passed the motor test. The unit had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, a broken reservoir tube lip, and a missing end cap sticker. (B)(4).

Event description:
The customer called in to report a motor error alarm during a bolus. The customer's blood glucose level was 185 mg/dl. The caller could not recall any significant events leading to the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.